Manufacturer narrative:
(B)(4) were not analyzed. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty cells within the hvad battery pack. This potential malfunction likely contributed to the reported event. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01240, 3007042319-2015-01241 and 3007042319-2015-01242) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced battery switching. The controller was exchanged with no reported consequences or impact to the patient. The controller and batteries were exchanged from facility stock. No additional information was provided. This is report 2 of 3.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de (B)(4) (battery); 1650de (B)(4) (battery); 1650de (B)(4) (battery); 1650de (B)(4) (battery);1650de (B)(4) (battery). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01240, and 3007042319-2015-01242) submitted for devices related to the same event. Devices have not been received